Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was not working and a button error was displayed. Customer's blood glucose was 290 mg/dl. Customer's father did not recall any significant event which may have lead to the device alarming. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. It also had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.